Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and use of the liberty cycler set and the patient event of relapsing peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty cycler set and the peritonitis event. The pdrn stated the patient had a bowel perforation which caused the peritonitis. Bowel perforation can be life-threatening due to the risk of developing infections such as peritonitis. Additionally, peritonitis from a bowel source can occur when bacteria, bile, stomach acid, partially digested food, and stool enter into the abdominal cavity. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2024. The patient was admitted to the hospital on that date due to peritonitis. The patient was in the hospital for approximately one week (no discharge date provided). The culture results and antibiotic regimen were completed in the hospital and not available. The cause of the peritonitis event was attributed to the patient having a cold and not wearing a mask while setting up for treatment. No additional information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2024. The patient was admitted to the hospital on that date due to peritonitis. The patient was in the hospital for approximately one week (no discharge date provided). The culture results and antibiotic regimen were completed in the hospital and not available. The cause of the peritonitis event was attributed to the patient having a cold and not wearing a mask while setting up for treatment. No additional information was available.